Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr replaced the exhalation sensor receptacle "o" rings. The fsr ran the operational verification procedure (ovp) and user verification testing (uvt). The ventilator passed all testing and is operating according to factory specifications.

Event description:
It was reported to vyaire that the avea ventilator was autocycling. Additionally, the customer advised the breath rate is higher than the setting.